Event description:
Hcp reports a patient receiving intrathecal morphine presented in 2006, with symptoms of withdrawal. The patient was experiencing diarrhea, malaise, fever, nausea, headache, abdominal bloating, early seity, light headedness, dizziness and epigastric burning. The device drug path was examined under fluoroscopy. The drug in the pump was changed. The patient had a CT scan of the abdomen. The patient was hospitalized and had an endoscopy showing gastritis. The patient continues to have agitation and some withdrawal symptoms but is undergoing oral opiate taper. The hcp also reports a viral syndrome in the community at the time of onset of the patient's symptoms with similar presentation (abdominal pain, abdominal burning, sense of fullness). The device remains implanted. A follow up report will be sent if additional information is received.